Event description:
The tip is broken off the blade. No indication of any patient or user injury.

Manufacturer narrative:
The device was returned for evaluation. Immediate visible damage: tip cracked. Failure confirmed. Safety alert notice (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.